Event description:
Event description guidant received information that this implantable pacemaker (ipm) had ECG strips showing ventricular loss of capture. The ventricular lead impedance and threshold had increased since the device was implanted four months ago.